Event description:
On (B)(6) 2025 I went to simondmed imaging in (B)(6) to get an MRI (magnetic resonance imaging) for my work injury through workers compensation. The MRI was prescribed for my left hand and wrist, and I was only inserted into the machine up to my chest area. Within a few moments of the scan beginning, I felt dizzy and felt hot spots on my chest and head areas. At this time, I believe I lost consciousness inside the machine and regained consciousness as I was being removed from the machine. When I was removed from the MRI machine after about 20 mins, I was sweaty, pale and shaky. I felt weak and disoriented. The tech measured my vitals, and my heart rate was elevated. I felt nauseated, and my stomach was uneasy. I asked the tech if she had any snacks, as I suspected my blood sugar may be a bit low and at that point, I vomited. The tech called 911 and requested emergency assistance. While awaiting paramedics, the MRI tech, (B)(6), informed me that the machine had been malfunctioning and multiple patients had complained about adverse effects. Upon taking my vital signs and blood sugar, the paramedics noted my blood sugar was normal. I was transported to (B)(6) emergency dept where I was admitted for further evaluation and testing. (B)(6) administered zofran for nausea and adavan, for tremors, in my right hand, arm, leg, and foot. While all of my lab work came back unremarkable, I was informed that I should follow up with a cardiologist. My partner questioned the emergency room doctor about the cardiology referral, and whether it was related to my lab work. At this time, the emergency room doctor informed us that when an MRI machine is not properly calibrated it can result in a disruption of nodes on the heart and cause and arrhythmia. I continued to experience disorientation, dizziness, sensitivity in my chest, back and head, and tremors in my right extremities several days after this incident. Because I continued to feel unwell and disoriented for the next week or so, I made a few other visits to urgent care and the emergency department but found no answers. I am the single parent to a small child under five years old who requires constant supervision while in my care. I have concerns about possible long-term injury from this incident and have yet to receive any answers. MRI inserted up to chest for left hand and wrist at (B)(6).